Manufacturer narrative:
Quality-safety evaluation of ptc received on 09-set-2016. (B)(4). No sample available for this investigation. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time, although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Device similar incident listing: the list of similar cases contains essure reports received by bayer and older cases received by conceptus with similar events coded in meddra. In this particular case a search in the database was performed on 13-sep-2016 for the following meddra preferred terms: genital haemorrhage: the analysis in the global safety database revealed 444 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to these meddra pt. Company causality comment: this spontaneous case report was received via regulatory authority and refers to a (B)(6) female consumer who had essure (fallopian tube occlusion insert) placed and experienced continuous blood loss. Continuous blood loss is a listed event in the reference safety information for essure. Abnormal menstrual pattern changes and genital bleeding may occur during essure use. Despite the lack of information for a comprehensive causality assessment, considering its nature per se and the absence of alternative explanation, a causal relationship between the reported event and essure use cannot be excluded. Since this event led consumer to work-related problems, problems with daily tasks and relation and family problems, seen as disability, and no further information can be obtained, this case is regarded as incident. Other non-serious events were reported. No sample available for this investigation and no valid lot number. Therefore, a product quality defect could not be confirmed but is considered plausible.

Event description:
This spontaneous case report was received by regulatory authority in (B)(6) on 09-mar-2016 from a (B)(6) female consumer and forwarded to bayer on 04-aug-2016. The consumer's concurrent condition included nickel allergy. On (B)(6) 2012 essure (fallopian tube occlusion insert) was placed. It took 60 minutes for placement. On (B)(6) 2012 the consumer experienced painful placement. In an unspecified date the consumer experienced pelvic instability, continuous blood loss, pain in abdomen, tiredness, anemia, tingling, feeling the implant, and osteoporosis. Consumer reported work-related problems, problems with daily tasks, relation and family problems. She saw pelvic therapist, neurologist for treatment. Company causality comment: this spontaneous case report was received via regulatory authority and refers to a (B)(6) female consumer who had essure (fallopian tube occlusion insert) placed and experienced continuous blood loss. Continuous blood loss is a listed event in the reference safety information for essure. Abnormal menstrual pattern changes and genital bleeding may occur during essure use. Despite the lack of information for a comprehensive causality assessment, considering its nature per se and the absence of alternative explanation, a causal relationship between the reported event and essure use cannot be excluded. Since this event led consumer to work-related problems, problems with daily tasks and relation and family problems, seen as disability, and no further information can be obtained, this case is regarded as incident. Other non-serious events were reported. Technical analysis has been requested.